Event description:
It was reported that this unit stopped functioning and displayed an error message. While preparing the pt for transport, the monitor stopped functioning and the screen displayed an error code. The device was replaced with another as the customer had not yet left the hosp. This was a critical pt, being transported to a higher level of care. These devices are used for transport so they tend to get rougher treatment than a stationary monitor. Note 1: no indication from reporter of pt identification.

Manufacturer narrative:
Evaluation summary: the device is a multi-parameter pt monitoring system. The reported failure is that the unit stopped functioning and that the screen displayed an error code. Evaluation of the device confirmed the reported malfunction and error codes. Error codes occurring upon power-up are a safety feature of the device designed to alert the clinician to a possible device problem so that the device user may take appropriate action, which may include removing the device from service. Factory service duplicated the error codes, noted dirty plumbing, an air leak in the plumbing assembly, and found miscellaneous, but unrelated physical damage to the device. The device was repaired, fully inspected, and passed all performance and product release testing. The above constitutes the failure investigation for this episode. No further investigation is justified.